Event description:
The lead was replaced and returned due to unacceptable thresholds, varying impedance, from 100-122 ohms, noise, oversensing, causing numerous shocks. No further patient complications have been reported.